Event description:
The manufacturer received information alleging a ventilator had a "service required" code related to the device's internal battery observed in the device's downloaded error log. The device was not in patient use. The device's internal battery was replaced by a third-party to address the issue.